Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, use of off-brand test strips, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
The pt was advised by his physician to enter the hosp based upon his symptoms of dehydration, thirst and nausea. He proceeded to the hosp on 3/3 after obtaining a meter reading at 6am on his meter (using another test strips) of 70 mg/dl. Upon arrival at 7am, a hosp lab result was 700 mg/dl. The pt was admitted and administered treatment (unknown type). The meter is reportedly cleaned according to MFR's recommendations and was in calibration on 3/7 reading 78 within the labeled calibration range of 68-92.